Event description:
It was reported that the since functions would not operate. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and cine backplane were evaluated and replaced, and the cine drive was reformatted. The system as tested and found to be working as intended and returned to service.